Event description:
It was reported that the customer was hospitalized due to high blood glucose reading of 535 mg/dl. Customer reported difficulty breathing prior to the hospitalization. Customer stated that the issue she had was her fault and not the insulin pumps. It was reported that the customer had a congestive heart failure, kidney failure, pulmonary edema and a urinary tract infection. Customer was given antibiotics and is doing better now. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.